Event description:
It was reported that a patient experienced an infection that required the removal of their implantable cardioverter defibrillator (ICD) system. The infection is likely related to the implant procedure which occurred on (B)(6) 2022. The patient was stable throughout the operation.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.